Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: unexpected por event is observed on (b)()6) 2017. Battery compartment is cracked at threads on the side and below the grip pad. Returned battery cap is undamaged and able to fit securely. Battery cap was fastened and then unscrewed ½ turn with no reboots occurring. No power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. Reportedly, there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.